Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis confirmed the reported event. It took 8 minutes and 45 seconds to boot and interrogate the first time the programmer was turned on. System error found in the programmer error log. After pulling information the programmer booted as expected. (B)(4).

Event description:
It was reported by a sales representative (sr) that the programmer was taking a long time to boot up. Technical service (ts) recommended that the programmer be returned for repair. It was further reported the programmer takes ten minutes to interrogate a device. It was questioned if the programmer needed a software install. The programmer was returned for service. No patient complications were reported as a result of this event.